Event description:
During ostial stenting of an uplm one of the four ostial pro legs broke off from the cylinder while aligning the legs of the ostial pro with the ostium of the left main artery. The leg migrated distally and settled in a small branch of the profundus of the right leg. No attempt was made to retrieve the leg as the physician felt it had safely embolized and would be quickly endothelialized. Procedure was completed, patient is fine and no other complications reported.

Manufacturer narrative:
Conclusion: the brittle leg failure is considered an isolated occurrence since other products from the same lot of product did not show any signs of brittleness. However, moving forward, a 100% inspection of all production units will be tested to assure that product lots remain brittle free.